Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Ten retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for safety mechanism detachment was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot #6025960 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the safety mechanism of bd preset¿ luer-lok¿ bd hemogard¿ tip cap 22g bd eclipse¿ detached during activation. No injury or medical intervention.